Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the supply bag and the supply line of the homechoice cassette, which is known to cause this alarm. The cause of the leak was due to a loose connection. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, the patient stated the connection between the supply bag and the homechoice cassette was loose and leaking. The renal therapy service agent (rtsa) had the patient cycle the power to the homechoice to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.